Event description:
Nursing staff noted cuff in deflated balloon section of catheter after removed foley. Small amount of blood present on cuff and tip of catheter. We have experienced a total of 7 similar events to date. Two of the catheters are being returned to bard this week for eval. Dates of use: (B)(6) 2017. Diagnosis or reason for use: urinary retention.